Event description:
'Ied'. Patient presented with bone type iii, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility, swelling, increased sensitivity and inflammation. No further patient complications were reported.